Event description:
It was reported that the ventricular lead had low r-waves and was sensing t-waves. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 14 - ventricular nst<=210 ms on (B)(4) 2012 in the timeframe between 07:01:51 and 15:28:58. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:04. Weekly pace lead impedance trend data show various spike impedance increases for max rv pace = 356 to inf (un-filtered data) ohms range between (B)(4) 2011 and (B)(4) 2012. Std review - lead integrity alert triggered: programmer data shows 1 - rv - lead integrity alert on (B)(4) 2012 16:24:46. One (1) - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 16:24:46.